Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were there any patient consequences? No patient consequences, just an extension of operative time to recover the piece of device fallen in the patient and take another device. Did the active blade break off of the device? No, the active blade did not break off. Is the white tissue pad completely missing from the clamp arm? The tissue pad got detached from more the half (the piece which has been recovered has been sent with the device).

Event description:
It was reported that during the hydatid cyst liver procedure, a piece of the jaw broke and fell into the patient's abdomen. The device was used around about 20 shots before it happened. The piece has been recovered but there has been a loss of time and a risk of bleeding.

Manufacturer narrative:
(B)(4). Batch # r92811. Investigation summary: the device was returned with the blade scratched and cracked, also with the tissue pad damaged, melted not all present and a portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. During functional testing on gen11 an alert screen was displayed. The blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿ or "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.